Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
A pt showed signs of over drainage (unspecified) during the use of a osvii lp three piece shunt system, 15cm. The unit functioned for 7-9 months without over drainage. A revision of the shunt system was required. Add'l info has been requested.